Event description:
A patient reported they were seen in ER the day of the event due to hyperglycemic symptoms. Their one touch ultra meter allegedly had no power 2-3 months ago. There was no result on their meter. The result on the ER meter was 290 mg/dl. No comparisons made. Treatment was IV insulin. No further information has been reported.